Event description:
Leaking filter on quadfuse with larger filter, infant had uvc in place with tpn and intralipids infusing, tpn leaking onto bedding, able to visualize tpn leaking from filter upon further inspection. As this is a central line infant was placed at risk for clabsi. Do you have a picture of the product? No. Premature baby - tpn feedings.